Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds for the past couple of years. In addition, the patient also had an infection. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.